Event description:
It was reported that during an arthroscopy, the distal anchor of the healicoil knotless was broken outside the patient when passing the suture through the anchor. The procedure was completed with a delay of 5 minutes using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference number: (B)(4).

Manufacturer narrative:
H10: internal complaint reference case-(B)(4). H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not returned in any original packaging. The distal anchor is broken at the top of the internal threads, just below the eyelet. The lower portion of the distal anchor is inside the insertion device. The upper eyelet portion was not returned. The distal plug is on the insertion device with no visible defect. The proximal anchor is on the insertion device with no visible defect. A functional evaluation showed the black (1) most proximal knob will rotate and move the distal anchor/plug and rod as intended. The orange (2) larger knob will rotate and move the outer barrel/forks and proximal anchor as intended. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of material specifications found that tensile strength requirements are specified. A material certificate of analysis (coa) is required for raw material. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.